Event description:
The pt reported that she experienced keratitis while wearing acuvue oasys lenses. The pt stated that she purchased the lenses in (B)(6) 2012 and previously wore acuvue 2 lenses. Pt stated that in the first month of wear she scratched her right cornea. The pt stated that she was seen by an ophthalmologist on (B)(6) 2012 and was diagnosed with keratitis and treated with unk drops. The pt stated that her prescription has changed since the incident. The ophthalmologist in the case refused to give add'l info without pt consent and the pt has not responded to further requests for info or release of info from the doctor. At this time, no further info is available and this event is being reported as a worst case scenario due to the reported change in vision.

Manufacturer narrative:
Nineteen lenses from the same lot # were returned. The parameters of ten lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00c2pb was produced under normal condition. Based on all available info, no causal factors can be determined and on conclusion can be drawn. Add'l info will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.